Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1.5 months. The explanted device was returned for evaluation. Upon disassembly of the device, two thrombus formations were found adhered around the inlet bearing cup and ball, obstructing approximately 30-40 percent of the blood flow path. The thrombus rings appeared to be similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. The thrombus formations revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. In addition, examination of the proximal-side of the outlet stator revealed white tissue-like depositions situated adjacent to the outlet bearing ball and on all three stator blades. The depositions lacked laminated layering, suggesting that they did not initially form in this location; however, the origin of the depositions could not be determined. Although the depositions showed no evidence of denaturation, contact marks were observed on the outlet portion of the rotor, indicating that the depositions were present in the pump while it was operating; however, a duration of time for which they were present in the pump could not be determined. Although a specific cause for the development of the observed depositions in the pump could not be conclusively determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists hemolysis and thrombus as possible adverse events that may be associated with use of the heartmate ii left ventricular assist system. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted for increasing lactate dehydrogenase levels; actual values were not provided. The patient was also exhibiting unspecified signs and symptoms of heart failure. An echocardiogram reportedly indicated that the pump was not unloading the left ventricle. The patient underwent a pump exchange the following day.